Manufacturer narrative:
Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: as the surgeon commented about wear of the insert component a material analysis was performed. The report concluded: scratching and third body indentations were observed on the returned insert. These are common forms of damage modes in uhmwpe inserts. The insert showed no measureable material loss from wear. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: not performed as medical records were not provided. Device history review: DHR review was satisfactory. Complaint history review: chr review confirmed that there were no other similar reported events for the reported lot or sterile lot. Conclusions: as the surgeon commented about wear of the insert component a material analysis was performed. The report concluded: scratching and third body indentations were observed on the returned insert. These are common forms of damage modes in uhmwpe inserts. The insert showed no measureable material loss from wear. No material or manufacturing defects were observed on the surfaces examined. The cause of the infection was not determined with the limited information provided. Further information such as x-rays, medical records, operative notes and pathology reports are required to further investigate this event. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
On (B)(6) 2013, tka surgery was performed. After that the loosening of the component due to infection was found, the extraction surgery was performed on (B)(6) 2016. All the implant was extracted and cement mold was inserted. The customer has requested the wear investigation of the insert.

Manufacturer narrative:
The following devices were also listed in this report: triathlon prim cem fxd bplt #2; cat# 5520-b-200; lot# edf3t. Triathlon symmetric x3 patella; cat# 5550-g-278; lot# entx. Triathlon cr fem comp #2 l-cem; cat# 5510-f-201; lot# eb4dp. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2013, tka surgery was performed. After that the loosening of the component due to infection was found, the extraction surgery was performed on (B)(6) 2016. All the implant was extracted and cement mold was inserted. The customer has requested the wear investigation of the insert.